Event description:
As reported to cook: a male pt underwent an aaa, abdominal aortic aneurysm repair for a type I endoleak. During the deployment of the main body extension (esbe-32-58) the device would not deploy in a perpendicular fashion while unsheathing. It would deploy 'lopsided'. The physician then deployed another MFR's stent (palmaz 50-10 stent by cordis) 1820334-2010-00679). A renu extension was then deployed successfully but did not resolve the endoleak. The hemostatic valve leaked on the renu device during placement (1820337-2010-00680). The physician then left the procedure due to not converting to an open surgical procedure. Upon regular follow-up cta of this pt's endovascular device it was discovered that the pt's left common iliac stent graft was significantly compressed (at the level of the contralateral iliac junction) and had thrombosed the limb (1820334-2011-0419). From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. It is unk whether a secondary procedure will be performed.

Manufacturer narrative:
Occlusion is addressed in the IFU. Eval: event is still under investigation.